Event description:
In 2008, the sales representative reported that during a kit inspection, he noted the driver had tips that were worn over use. Additional information received from the sales representative on 17 dec 2008. After correspondence with sales representative, it was reported that the tips were bent and not that the tips were worn as previously reported. There has been an adverse event associated with this malfunction in the past.

Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. The results of the device history record found no discrepancies. Visual examination of the instrument could not be performed since it was not returned. Sales rep. Stated instrument may have been used instrument off-axis. Engineering investigation of similar events found off-axis usage increases likelihood of bent tips.